Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and cholecystectomy ('surgery (other) type of surgery: gall bladder removal') in an adult female patient who had essure (batch no. A45114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6) lbs. Previously administered products included for birth control: mirena from 2007 to 2012. Concurrent conditions included obesity, abdominal pain and insulin resistance. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and abdominal distension ("bloating,"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced polycystic ovaries ("pcos- polycystic ovary syndrome"). In (B)(6) 2018, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with metformin, phentermine, sertraline hydrochloride (zoloft) and surgery (surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, cholecystectomy, menorrhagia, vaginal haemorrhage, anxiety, depression, migraine, headache, dysmenorrhoea, polycystic ovaries, dyspareunia, weight increased, abdominal distension, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, cholecystectomy, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, polycystic ovaries, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. The essure devices are in good position with documentation of tubal occlusion.. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: weight increased. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-dec-2019: plaintiff fact sheet and medical records received. Event pelvic pain make incident. Onset date of concomitant drug zoloft, phentermine, metformin were updated. Onset date of historical drug mirena were updated. Reporter information, aka name, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.